Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine appointment, this right ventricular (rv) lead was found to be exhibiting loss of capture. The patient is not dependent. A revision procedure was performed and the rv lead remains in service. There were no additional adverse patient effects.